Event description:
A battery life calculation was requested from the manufacturer to determine an approximate amount of battery life remaining. The battery life calculation was performed which showed approximately 2 years remaining until neos = yes (near end of service). Clinic notes were then received in regards to the patient's vns generator replacement referral. The clinic notes were reviewed and it was found that the physician stated the battery life calculation suggests the patient needs a new battery. Additionally, it was noted the patient had been having an increase in seizures over the previous 3 weeks. It is unknown if the increase in seizures was below, at, or above pre-vns baseline levels. Vns generator replacement is expected, but no known surgical interventions have occurred to date.

Event description:
An implant card was received showing the patient had a prophylactic generator replacement on (B)(6) 2016. Once the generator was replaced, the impedance was checked and found to be ok and within normal limits. It was noted the hospital discarded the generator. This was noted to be the usual practice unless they suspect that something was wrong with the device.